Event description:
Acucise device (endopyelotomy/endoureterotomy catheter kit) malfunctioned. Surgeon was unable to thread the guide wire through the device, occlusion in the device. Surgeon was able to place stent, not able to use device as planned.